Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the jaws broke on the er320 while clipping the cystic duct. The pt had an extended or time.